Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead dislodged in the right ventricle. There is no further information available to date and the lead remains in service. No adverse patient effects were reported.